Event description:
Device 2 of 2. Reference: 1627487-2011-04116. The patient received his scs system on (B)(6) 2006. It was reported the patient is having problems recharging his ipg, which includes more frequent charging. The patient documented his charging duration, frequency, and any issues with charging for the sjm representative. A full system diagnostic was run revealing low impedance in all electrodes. The patient's physician will determine the next course of action, including the possibility of an ipg replacement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.